Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the front panel and pressure does not work on the device was confirmed. The following failures were found with the device upon evaluation : cover console is damaged, lower console is bent, pinch valve is damaged, front and lower bezel are damaged, tamper-proof seal was missing, cpu board defective. Front panel controls were defective - back-flow/check valve failure and alarm during operation. Device had initialization failure and inadequate flow. The defective cpu board, damaged front-panel controls, physically damaged upper case, front panel, and the pinch valve were replaced and the device was cleaned, tested and found to be fully functional. User mishandling of the device has caused the physical damage to the various parts of the pump. The missing tamper-proof seal is an indication that someone not authorized has opened the device. The damaged cpu board, along with the damaged pinch valve and front panel controls can be held responsible for the issues reported by the customer. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by affiliate, that the front panel of a fms vue pump did not functioned and the pressure was affected. This happened intra-operatively. No patient consequences or surgical delay reported. To complete the procedure the device was replaced. Additional information provided stated the pump had low pressure issues during the procedure.